Event description:
Caller imprecision with inratio. Results as follows: first test inr = 1.4, second test inr = 1.7, third inr = 1.1, fourth inr = 1.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: not available. First test inr = 1.4, second test inr = 1.7, third inr = 1.1, fourth inr = 1.0, mean = 1.30; sd = 0.3; %cv = 23.1% the %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Test strip lot number is unavailable, so further investigation cannot be performed.